Manufacturer narrative:
No further info could be obtained from the doctor after several attempts.

Event description:
The doctor reported to the porex surgical distributor that the pt received a medpor malar implant. The doctor reported that due to dislocation of the implant, he would need to "exchange" the implant on (B)(6) 2010.